Manufacturer narrative:
(B)(4) no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient was experiencing some mild discomfort with her left total knee with depuy tc3/mbt revision style components. The left knee was aspirated and determined not to be infected. The knee was surgically operated and explored. The surgeon determined that none of the components were loose. The polyethelyene tibial insert was removed to attain better surgical exposure and access to the posterior soft tissue. It was determined from trailing that the final tibial insert should be increased from a 12.5mm to 17mm thickness. Doi:unknown dor: (B)(6) 2018, left knee.